Event description:
It was reported that, "cup and liner were revised due to wear and pain. No implant cat#s were available and there are no implants to send back due to patient wanting to keep them."

Manufacturer narrative:
Summary of evaluation: multiple attempts were made to obtain relevant information, but the information was not available. Although there was limited information provided to stryker orthopaedics, the results of the investigation performed suggest that the cause of the polyethylene wear and pain is not device related as the device experienced normal wear during daily activities throughout the 19 years of vivo service. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.